Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an esophagogastroduodenoscopy procedure on (B)(6) 2025. During the procedure, the metal inside the cinch handle was bent. The cinch would not properly cut the suture. The procedure was completed successfully using a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of cinch failure to cut.